Event description:
It was reported that upon removal of the balloon from the procedure tray, the proximal portion of the ballon appeared to have "wings" (partially unwrapped). The clinicians continued with the insertion procedure but iab could not advance completely through the sheath. The assembly was exchanged. There were no patient complications.